Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens too small. The lens was removed and replaced with another staar lens. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Cause of the event was not reported.